Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation was added: 4109 and 4111. H6: investigation findings was added: 213. H6: investigation conclusions was added: 4310. H10: narrative/data was updated. The concomitant implant was returned and malfunction did not occur, however, the reported driver was not returned. Therefore, the overall reported event was non-verifiable. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review could not be performed for the driver as the lot number was unknown. A complaint history review by item number was conducted for the driver dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event functional testing was performed using the in-house device and the device was easily able to engage/disengage from the implant. The complaint is related to the functional performance of the devices. A definitive root cause could not be identified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Customer reported that they were placing an xifoss510 implant and after the implant was placed the ire100u driver became stuck inside of the implant. They were able to remove it with a hemostat, but during the process damaged the implant internal threads. The implant was removed and is being reported as a concomitant. No graft was placed.